Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the patella procedure, the surgeon applied too much tension to the cable and the cable broke. There were no fragments generated. An orthopedic 18 gauge wire was used to complete the procedure. There was neither additional medical intervention required nor any surgical delay. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Expiration date reported as july 2019. (B)(4). Device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.